Event description:
On the day of the event pt admitted for angiogram procedure (history of coronary disease). During procedure air noted in artery; pt became unconscious. Pt intubated, bp & pulse remained stable. On the day of the event underwent CT scan. Transferred to outside facility for hyperbaric treatment. Two days later pt transferred back and re-admitted to ICU. Thirteen days after this transferred to rehab unit; progressing well.